Event description:
An implant registration card was received from germany reporting that a vns pt had full revision surgery for a lead break. Good faith attempts thus far for further details and the product to be returned for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.